Event description:
Complaint description received is as follows: the tip of the needle broke in the lesion and about 2 cm of the needle was left in the pt. The physician was able to retrieve the broken piece with forceps and pulled it out of the pt. The procedure was completed using another cook needle. According to the initial reporter, the pt did not experience any further adverse effects due to this occurrence.

Manufacturer narrative:
This complaint device reported is an echo-hd-22-ebus-o needle of lot number c1048752. The echo-hd-22-ebus-o device involved in this complaint was not available to be returned for eval. With the info provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. A possible cause of this complaint is that the needle tip bent during use resulting in needle breakage. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to pt anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. As the needle is advanced/retracted during the procedure it is possible that the kink/bend resulted in a breakage. As the device was not returned for eval and conditions of device usage cannot be replicated in the lab it is not possible to conclusively determine the root cause of this complaint. A review of the relevant mfg records for this echo-hd-22-ebus-o device of lot # c1048752 did not reveal any discrepancies which could have contributed to the complaint issue. Prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure integrity of the product. The instructions for use that accompanies this product advises the user to "visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The broken needle was retrieved from the pt with a forceps. The pt did not experience any further adverse effects due to this occurrence. The procedure was successfully completed with a new needle. Qual engineering assessed the complaint and the risk has been determined to be moderate. Complaints of this nature will continue to be monitored for potential emerging trends.